Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 36 in non-dehp minibore extension set cracked at the hub. The following information was provided by the initial reporter: "several staff members are reporting that the extension set is cracking at the hub. The latest issue was with lot # 20045106."

Manufacturer narrative:
H.6. Investigation: a complaint of sets cracking at the hub was received from the customer. 1188 samples were received for investigation. Evaluation of 59 samples were performed. The sample size quantity was determined per procedure. The seal of the hub did look slightly more pronounced on some of the samples, but no defects were found. The customer's complaint could not be verified. A device history record review for model me1110 lot number 20045106 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20045106 regarding item #me1110. A root cause could not be determined due to the complaint not being able to be verified. See h.10.

Event description:
It was reported that the 36 in non-dehp minibore extension set cracked at the hub. The following information was provided by the initial reporter: "several staff members are reporting that the extension set is cracking at the hub. The latest issue was with lot # 20045106."